Manufacturer narrative:
The returned plate was visually inspected under magnification to confirm fracture pattern. Under close inspection visually under magnification, the fracture of the plate occurred at the 6th hole from the proximal end. The fracture pattern shows mostly a shear force fracture. There is a corner that does have indications of fatigue. The plate is not bent or twisted out of shape. The predominant fracture pattern indicates a high energy event or too much stress caused the plate to break. X-rays were provided that show the failure of the plate was directly above the bone fracture. Generally, this is where the highest stress would have occurred during the high energy event and cause the plate to fail. Looking at the plate insertion surgery x-rays, there is a non-locking screw placed almost directly on top of the fracture site which could have come loose from the bone fragments and created a weak point which allowed the plate to fail. The x-ray also shows 13 screws were inserted in the plate and all 13 were returned. All 13 screws returned are non-locking screws. According to the surgical technique, the proximal end of the plate should receive locking screw. However, every screw in the plate are non-locking. This would not create the fixation needed across the fracture site. The screws that were returned were also visually inspected under magnification to confirm if they were a contributing factor to plate failure. All screws show signs of usage such as surface scratches and anodization coming off due insertion or removal. Additional mdrs associated with this event: 3025141-2020-00128: plate, 3025141-2020-00129: screw 1, 3025141-2020-00130: screw 2, 3025141-2020-00131: screw 3, 3025141-2020-00132: screw 4, 3025141-2020-00133: screw 5, 3025141-2020-00134: screw 6, 3025141-2020-00135: screw 7, 3025141-2020-00136: screw 8, 3025141-2020-00137: screw 9, 3025141-2020-00138: screw 10, 3025141-2020-00140: screw 12, 3025141-2020-00141: screw 13.

Event description:
Patient was implanted with a distal humerus plate and 13 screws on (B)(6) 2020. On (B)(6) 2020, x-rays were taken as the patient complained of pain and the plate was found to be broken and the bone was not healed. Hardware was removed in a second surgery on (B)(6) 2020.